Event description:
It was reported that during shoulder arthroscopy, the outer sheath of a stryker arthroscopy bur curled or bent. Allegedly, producing metal shavings that were evident on the monitor.

Manufacturer narrative:
Additional info will be provided, once investigation is completed.